Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer received support from technical support to reset the pump, which resolved the malfunction, allowing the customer to continue using the pump. Customer was advised to call back if any malfunction code recurs, and they acknowledged and understood the instructions.